Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00263, 3007963827-2020-00264, 0001822565-2020-03589, and 3007963827-2020-00266. Medical devices: femur cemented posterior stabilized (ps) narrow right size 7 catalog#: 42500006202 lot#: 64275640, tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 64286423, stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 64358764, articular surface fixed bearing posterior stabilized (ps) right 10 mm height catalog#: 42522400510 lot#: 63997324, refobacin bc r 1x40 us catalog#: 110034355 lot#: 828fad1611, refobacin bc r 1x40 us catalog#: 110034355 lot#: 818eak2709. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is experiencing pain, difficulty walking, limited range of motion, and possible allergic reaction approximately one year post-implantation. No revision has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.